Manufacturer narrative:
This is a correction to the initial report. The initial submission was erroneously labeled an initial/follow-up but should have been called an initial. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a medwatch report. If product is returned this case will be re-opened, an investigation will be conducted and a follow up report will be submitted after all investigation activities are complete.

Event description:
Abbott diabetes care received a medwatch report from the FDA which reported the following information: a customer reported that on (B)(6) 2018 she ¿could not get any glucose readings from her adc freestyle libre reader and sensor¿. There was no report of any self or third-party medical intervention related to this issue. The report noted she purchased a new adc freestyle libre and it worked fine. There was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a medwatch report. If product is returned this case will be re-opened, an investigation will be conducted and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report from the FDA which reported the following information: a customer reported that on (B)(6) 2018 she ¿could not get any glucose readings from her adc freestyle libre reader and sensor¿. There was no report of any self or third-party medical intervention related to this issue. The report noted she purchased a new adc freestyle libre and it worked fine. There was no report of serious injury associated with this event.